Event description:
It was reported that ventricular lead impedance rose from 500 ohms at the time of implant to 1306 ohms in the bipolar configuration. The bipolar capture threshold increased from 0.75 v at 0.4 ms to 2.0 v at 1.0 ms. Unipolar impedance and threshold also increased. An x-ray of the lead did not show a subclavian crush or any visable wire damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.